Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown (bd safety guide needle 25g 5/8) batch#: unknown. It was reported by the customer that "while injected chemo solution into patient noted scant leakage around needle site. The phaseal optima connector was used. Lot # 2304503" and used bd safety guide needle 25g 5/8¿ tw. Verbatim: the following was reported via email: as discussed, I am following up on an incident we had with bd phaseal optima connector (c35-o), lot # 2304503, on (B)(6) 2024. I acknowledge as we discussed that some time has passed, but I wanted to make sure bd was aware. The incident as reported by the rn reads, "while injected chemo solution into patient noted scant leakage around needle site. The phaseal optima connector was used. Lot # 2304503". There was no injury to patient or staff. The box containing this lot number was pulled from our stock, and to my knowledge we have had no other incidents. Per communication from rep: I am reporting an incident below- see email trail. Your contact will be alexandra, whom I have copied and these are the questions below that I have asked and are waiting to hear back. I have highlighted in email trail the product and lot # and issue. Was this during a sc injection? If so, what sequence did the nurse build the sc injection unit? If the connector is added to the injector first and then the needle, this opens the fluid pathway and will likely cause a leak. The protocol is to build the connector and the needle unit and then connect to the injector at end of syringe and administer, is it possible to confirm? Can you confirm what brand and type need was used? Is this a new staff member using the components? When this leak occurred, did they continue to administer the drug? I understand you pulled the box of connectors for this lot, please keep a few samples from that box and we will provide a prepaid fedex label to send back for investigation. Additional info: 1. Total number of occurrences? One. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. 3. Was this during a sc injection? Yes. 4. If so, what sequence did the nurse build the sc injection unit? If the connector is added to the injector first and then the needle, this opens the fluid pathway and will likely cause a leak. The protocol is to build the connector and the needle unit and then connect to the injector at end of syringe and administer, is it possible to confirm? 5. Can you confirm what brand and type needle was used? 6. Is this a new staff member using the components? No. 7. When this leak occurred, did they continue to administer the drug? Drug was already administered, leak noted after injection. Additional info: 1. If so, what sequence did the nurse build the sc injection unit? If the connector is added to the injector first and then the needle, this opens the fluid pathway and will likely cause a leak. The protocol is to build the connector and the needle unit and then connect to the injector at end of syringe and administer, is it possible to confirm? - confirming the nurse attached the connector to the needle and then to the end of the syringe. 2. Can you confirm what brand and type needle was used? Bd safety guide needle 25g 5/8¿ tw.